Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received info that the pt implanted with this right ventricular (rv) lead presented to the emergency room with a suspected damaged lead. A device interrogation was performed and no anomalies were noted. Additionally, isometrics were negative. A chest x-ray showed a kink in the curve of one of the pt's leads near the subclavian vein. It was unk which lead was suspected to be broken. No adverse pt effects were reported. Should add'l info become available, this report will be updated.